Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming, insulin concentration. And bolus history were correct. In addition a fixed prime test was completed and the insulin exited. The high pressure test passed. Instructed customer to change the infusion set and use manual injection per md protocol.